Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? * what tissue was being sutured when the event occurred? * was additional dissection required in other organs/tissues other than the target tissue? Was the needle piece removed from the patient during the same procedure? * were x-rays taken to locate the needle? * was there any patient consequence or injury? What is the patient¿s current health status and condition? * was any other tissue damaged as a result of searching the needle? * what measures were taken to retrieved the broken piece? After investigation, the patient (female, specific age unknown) underwent laparoscopic hysterectomy in hospital on (B)(6) 2023 (the specific patient's diagnosis was unknown). The surgeon used vcp359h for sewing the cervical stump in a continuous suturing manner during the surgery. Pull off suture needle occurred and the needle fell into the patient's body during sewing. The surgeon immediately looked for the needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture (specific product information unknown) was replaced for suturing. The subsequent surgery went smoothly. This event caused no harm to the patient except that it prolonged the surgery time by about 1 hour. No subsequent adverse events were reported. Other information requested in unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m

Event description:
It was reported that a patient underwent an endoscopic hysterectomy procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that pull off suture needle occurred during sewing the cervical stump. The needle fell into patient's body, then the surgeon looked for the needle in the abdominal cavity. The needle was removed from patient finally. The surgery was delayed for about 1 hour. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that it was received one unopened sample that pertain to the product code vcp359h. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.